Event description:
The event was reported to sigma from a sigma on-site technician as follows: "patient was on levophed infusion. The pump went into system error and (patient) did not get medication. (Their) blood pressure dropped to 68 from 90 and heart rate to 38 form 50's. I tested the pump using standard sigma pm procedure (flow rate vtbi 80 ml result 80ml). All tests performed as expected within allowable limits. Downloaded history log on (B)(6)2011 and confirmed system error code 322. I was unable to reproduce this error code. Through history log, user programmed using the mdl care area adult critical care ed." On (B)(6) 2011, sigma reviewed the device's history log and confirmed the occurrence of multiple system error code 322 in the four months prior to the event. The device analysis conducted by sigma did not produce any 322 system errors. Error code 322 relates to the lower link switch on door not activating. Unit was tested using the actual event parameters found in history log, with no reoccurrence of system error 322.